Event description:
The set is defective. The IV tubing is deformed and flattened, preventing the flow of fluid beginning approx 6 inches below the drip chamber, and continuing for approx 2 inches. The set was being prepared for use by nursing personnel when defect was discovered. The set was not used for pt. The set will be saved for pickup by and examined by MFR, if requested. (*)